Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 15x3.00mm, eccentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) and left circumflex artery (lcx). After a 6f mach 1 cls3 guide catheter and a non-bsc guidewire crossed the lad lesion, predilatation was performed with a 2.50 x 15 and 3.00 x 15 emerge balloon catheters. The lesion was stented with a 3.00 x 28 and 2.50 x 24 promus premier drug-eluting stents (des), followed by post dilatation with an a 3.00 x 15 and 3.50 x 12 nc emerge balloon catheters. As for the lcx, the physician predilated the lesion with an emerge 2.50 x 15 balloon catheter. A 16 x 3.00 promus premier des was then advanced for treatment; however, the stent could not be delivered. The stent was removed from the patient and it was noticed that the stent struts were flared up. The procedure was completed with a 2.50 x 16 promus premier des followed by post dilatation with 3.00 x 15 nc emerge balloon catheter. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Intial reporter address 1: (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 15x3.00mm, eccentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery (lad) and left circumflex artery (lcx). After a 6f mach 1 cls3 guide catheter and a non-bsc guidewire crossed the lad lesion, predilatation was performed with a 2.50 x 15 and 3.00 x 15 emerge balloon catheters. The lesion was stented with a 3.00 x 28 and 2.50 x 24 promus premier drug-eluting stents (des), followed by post dilatation with an a 3.00 x 15 and 3.50 x 12 nc emerge balloon catheters. As for the lcx, the physician predilated the lesion with an emerge 2.50 x 15 balloon catheter. A 16 x 3.00 promus premier des was then advanced for treatment; however, the stent could not be delivered. The stent was removed from the patient and it was noticed that the stent struts were flared up. The procedure was completed with a 2.50 x 16 promus premier des followed by post dilatation with 3.00 x 15 nc emerge balloon catheter. No patient complications were reported and the patient status was stable.